Manufacturer narrative:
A visual and dimensional inspection were performed on the returned device. The reported difficult to remove could not be tested due to the device condition. The reported material deformation was confirmed. The guide wire was returned frozen in the catheter. The tip of the guide wire was distal to the exit notch of the catheter. Analysis noted the tip coils were misaligned, it is likely that the misaligned coils impacted the guide wire¿s ability to move through the guide wire exit notch, resulting in the reported difficulty during removal. There was no damage to the coils noted during the inspection prior to use, indicating the coils likely became damage during the procedure; possibly due to interaction with the anatomy or an accessory device. Additionally, the core of the guide wire, proximal to the guide wire exit notch, was noted to be twisted in a corkscrew shape. It is likely that this was due to handling when attempting to remove the guide wire from the catheter. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review, and similar incident query was not performed because the lot number was not provided. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional dragonfly device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that during the procedure two dragonfly opstar¿ imaging catheters were intended to be used in the proximal left anterior descending artery (lad) lesion. The first imaging catheter was used with a 190 versaturn guidewire. However, during the second pull back (post stenting) the guide wire came out of the exit notch. The dragonfly and guide wire were removed without issues. The dragonfly was inspected outside of the anatomy, there was no visible damage to the catheter, only that the exit notch had a rough feel when touched with finger. A new dragonfly opstar and new versaturn guide wire were used however, during pullback the imaging catheter and the guidewire curled up together. The versaturn guide wire and the imaging catheter will be returned stuck together. The devices were removed as a single unit. The procedure was completed with no complications, optical coherence tomography images were obtained and had good results. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.